Event description:
After the third biopsy was taken, a small piece of the jaws of the piranha forceps broke off, but this was extracted from the bladder. No harm to the patient - all pieces retrieved. Manufacturer response for disposable piranha grasper 1.1mm 115cm, piranha 3f flexible ureterocopic biopsy forceps (per site reporter): the operating room qa member sequestered the grasper. The device is available for pick-up by the company rep.